Manufacturer narrative:
The insulin pump had a frozen display due to a faulty component on the interface board. No blank display or constant tone was noted.

Event description:
The customer reported a blank display and constant tone after dropping the insulin pump on a tile floor. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.